Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Reportedly, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. The pump was not within abnormal temperature conditions. The customer's blood glucose level was 200 mg/dl. The customer had manual injections available as insulin therapy.